Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device' data file and the device performed to specification. Review of the device data file indicated the third analysis shows the first two segments were not-shockable rhythms due to the conditions did not match a shockable rhythm. There were noted high amplitude waveforms in segment one and two which is consistent with pad movement. The CPR bar graph is indicative of CPR being performed during analysis. The third segment returned a shock advised, however two of the three segments must return with a shock advised analysis in order for the AED to allow the user to deliver electrical therapy. The device worked as designed and configured, and within the limitations of the technology available. Motion artifact introduced by patient movement, therapy pad movement, or continuing CPR through an analysis period may negatively impact analysis outcomes. This claim has been closed as device meets specification. No trend is associated with reports of this type.